Event description:
Original information also noted that the device delivered appropriate therapy that was inadequate to convert the rhythm, as the patient went back to a ventricular fibrillation/ pause rhythm shortly after.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-08560, 2017865-2021-08564. It was reported that patient presented remotely via merlin.net on 25 jan 2021 with noise from the atrial lead and supraventricular tachycardia that was appropriately in the monitoring zone. The patient then received high voltage therapy for ventricular fibrillation. The second episode had diminished heart waves, but under-sensing from the implantable cardioverter defibrillator also occurred. Undersensing did not cause inhibition or delay of therapy for patient. Patient then passed on (B)(6) 2021. The physician suspected the cause of death was most likely a heart attack and persistent ventricular tachycardia. There is no known allegation from a health care professional that suggests that the death was device related.